Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? What date did the patient present with dehiscence (# post op days)? Was any suture breakage noticed post-op? How was the dehiscence managed/treated? Was any medical / surgical intervention required to treat the patient condition? Was any re-operation/re-suturing/ revision surgery done on patient post-op initial procedure? The amount of time between the suture placement and the non absorption? The surgeon expected time between the suture placement and the non absorption?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient presented with a suture dehiscence one day after the procedure. The lesions improved after the suture was removed and the entire suture exits, ie, it is not being absorbed. There were no adverse patient consequences reported. Additional information has been requested.